Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (12a, size23) was explanted after 5.6 years due to aortic stenosis with mean pressure gradient of 79mmhg.

Manufacturer narrative:
Result= the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group (B)(4). Histopathological evaluation will be conducted upon receipt of the explanted valve.

Manufacturer narrative:
Device not returned.